Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported there was bolus information missing and carbohydrates form the history from the insulin pump. Customer's blood glucose was 285 mg/dl at the time of the issue. Customer's blood glucose at time of the report was 346 mg/dl. Nothing further reported.

Manufacturer narrative:
The insulin pump had multiple alarms in alarm history screen due to corrupted history file. The insulin pump was unable to verify history anomaly due to corrupted history file. The insulin pump received with minor scratches on display window, cracked case at display window corners and cracked reservoir tube lip.